Event description:
This report is to advise of an event observed during analysis confirming a fractured catheter tip.

Manufacturer narrative:
One quadripolar, uni-directional, curve d, flexability ablation catheter was received for evaluation. The catheter shaft material was noted to be fractured at near the tip of the catheter. No other visual anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fracture remains unknown.